Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation. .

Event description:
It was reported that after a da vinci-assisted radical hysterectomy surgical procedure, the customer contacted the da vinci surgery technical assistance team (dvstat) after the procedure was completed and reported that the erbe reported a m-12 error. The technical support engineer (tse) guided the customer to disconnect the footswitch cable, but the issue remained. The customer replaced it with the backup esu to finish the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned and the reported problem could not be confirmed while reviewing the system error logs. Upon visual inspection, no physical damage or abnormalities were identified that could be associated with the reported event. When tested on the system, the unit displayed error m-12-6 on startup, partially confirming the reported behavior. The unit will be sent to the original equipment manufacturer (OEM) for further evaluation and potential repair. The complaint was not confirmed but was replicated based on failure analysis. The probable root cause could be attributed to voltage defects of the components inside the erbe generator throwing error m-12. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.